Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy procedure on (B)(6) 2005. On (B)(6) 2011, the patient saw blood in her underwear which was vaginal in origin. The patient had experienced chronic pain and heaviness in her lower abdomen since the hysterectomy. The patient went to doctor on (B)(6) 2011 and upon examination, the physician discovered a suture and sent a sample of it to pathology. The patient developed a fever of 101.2 and the physician prescribed (B)(6) and (B)(6), (B)(6) after the initial examination. The pathology reported actinomyces species due to foreign body material in the vaginal wall. The patient states she is able to touch the suture knot in her vagina. The patient was seen by an infectious disease physician who prescribed penicillin 500 mg four times daily for (B)(6) and then told patient that the suture must be removed. The suture was still in place as of (B)(6) 2011.

Manufacturer narrative:
(B)(4) - the procedure on (B)(6) 2005 was a total abdominal hysterectomy and bilateral salpingo-oophorectomy. Since that time the patient has noted chronic pelvic pain. The pathology results were reported on (B)(6) 2011 and this is when the patient was referred to an infectious disease specialist who prescribed the penicillin for a minimum of 30 days. No further suture has been removed from the patient's vaginal vault. The surgeon opines that the 1cm of suture that was removed and cultured failed to dissolve completely as expected.